Event description:
Caller reported voicemate blood glucose results of 400 mg/dl, 364 mg/dl 2 minutes later, and 184 mg/dl within 4 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.